Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. The patient initially went to the hospital due to a hematoma. Once the area around the hematoma was opened, the device pocket got infected. The decision was made to explant the entire system, and treat the patient with antibiotics. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-d was discarded at the hospital, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.